Event description:
The customer alleged that the unit exhibited an e05 error and cidex opa leak on the floor. The floor was stained black. There were no reports of injuries related to the leak. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse found a crack in the disinfectant tank. The fse replaced the disinfectant tank and function tested the entire system - all passed. System meets manufacturing specifications.